Event description:
The pt came in for a follow-up and had a burn on the medial portion of the operative side elbow. It is not certain what it was caused by. Only two items in the field that could cause this are the valley lab bovie pad and the saphyre probe. No other information is available for this incident.